Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced is filed under separate medwatch report numbers.

Event description:
This is being filed to report the leaflet damage and recurrent mr requiring surgical intervention. It was reported this was a mitraclip procedure to treat mixed mr with a grade of 4+. It was noted the valve had very thin leaflets. An xtw clip delivery system (cds)(10616r291) was advanced to the mitral valve and grasping was performed. However, when maneuvering the gripper levers, it was observed there was a delay in the movement of the actual grippers. Therefore, the physician felt it was best to remove the clip and replace it. Two clips (xtw and xt) were then implanted, reducing mr to a grade of 1. Shortly after all the devices were removed from the anatomy, it was observed on echocardiography that the posterior leaflet had torn off the annulus. Both implanted clips remained attached to both leaflets. Mr returned to 4+. The following day, mitral valve replacement was performed. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be related to patient conditions (very thin leaflets). Mitral regurgitation and unspecified tissue injury are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.